Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "baker grade IV capsular contracture", "elastomer rupture", and "prosthetic device, with signs of peri-prosthetic extravasation and with a high indication of rupture". Clarification to partial date of event b3: "1 year" was provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1: phone number: (B)(6).

Event description:
Healthcare professional reported right side "baker grade IV capsular contracture", "elastomer rupture", and "prosthetic device, with signs of peri-prosthetic extravasation and with a high indication of rupture". The device remains implanted. Treatment reported as "analgesics".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.